Manufacturer narrative:
This report is submitted on december 22, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. It was also reported that open circuits were noted on all intracochlear electrodes. The implanted device remains and additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new cochlear device during the same surgery. Device analysis report attached. This report is submitted on march 03, 2022.